Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Also performed visual inspection and checked introducer needle for burrs and hooks and dull needle tip defects and none was found. Introducer needle passed per specifications.

Event description:
The customer reported via phone call that the transmitter and sensor did not blink when attached. Customer's blood glucose was 165 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for sensor and it was found that the sensor electrode and cannula were pulled up and through with the needle. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.